Manufacturer narrative:
Study event. The device remains in the pt. The stent delivery system remains at the hospital and is not available for eval. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any add'l relevant info.

Event description:
Device malfunction: premature deployment, stent delivery system sheared. Time of malfunction: during the procedure. Symptoms/ae: stent at unintened site, incomplete stenting procedure. It was reported that during a right internal carotid artery (rica) stenting procedure, after the successful placement of the first rx acculink in the rica, a second rx acculink was to be placed proximally to the first stent with slight overlapping. During placement of the second stent within the first stent, increased resistance was noted across the area of stenosis. There was short run of ventricular tachycardia which demonstrated from kinking of the shuttle sheath into the proximal thoracic aorta towards the heart. Ths shuttle sheath was then replaced back into its normal configuration under fluoroscopic monitoring. Attemtps of further placement of the stent were unsuccessful secondary to what appeared to be a fracture of the proximal confluence of the delviery system of the acculink. This was described to be located approx 20 cm from the tip. An unsuccessful attempt to withdraw the stent delivery system (sds) was done with no movement of the distal portion of the sds, which appeared to be sheared off. Multiple attempts were made to recapture the sheared off sds segment when it was noted that the stent had deployed at an unintended site in the mid portion of the right common carotid artery against the walls of the artery. Utilizing multiple maneuvers, the physician was able to successfully remove the sheared off sds in toto by withdrawing the shuttle sheath over the protection device guide wire. A 0.018 inch guide wire was delivered and a 4fr microsystem was placed. A second 0.018 inch tandem microwire was guided into the left external iliac artery and the 4 fr microsystem was replaced with a 6fr sheath over two 0.018 inch guide wires. At this time, the biplane room became nonfunctional and the pt had to be transferred to another room. Once in the second room, it was noted that a longer segment of the embolic protection device (epd) extended from the sheath and the epd guide wire was noticed to be sheared off at the proximal thoracic aorta. Multiple unsuccessful attempts were tried to regain and recapture the fractured epd guide wire utilizing various loops. A decision was made to perform a direct right common carotid arteriotomy to remove the proximal segment of the epd guidewire and directly recapture the filter under c-ram fluoroscopy. The pt tolerated the procedure well. Angiogram preformed showed no significant change from the preoperative study status post placement; there continues to be 80% stenosis of the rica. Though requested, no add'l info was provided.